Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a clear solution in the original product packaging jar, enclosed in a small biohazard bag in a small styrofoam box. The valve was discolored showing evidence of blood contact. A large intra-cuspal hematoma was observed on the left cusp. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. A large intracuspal hematoma observed on the left cusp appeared to be associated with a puncture through the tunica adjacent to the inflow margin of attachment. The puncture did not appear to go through to the outflow. Note: due to the puncture on the left cusp, prior to testing, the valve was placed on a coaption tester to verify whether or not the leaflets would hold pressure. All commissures were intact. In vitro testing- the gradient and eoa data showed that the valve has slightly higher gradients and slightly lower eoa as compared to historical valves. Since the valve was implanted and subsequently decontaminated the blood remaining on the valve can cause leaflets to be stiffened and result in these slightly higher gradients. Observation of the video footage at all flow rates showed that all three leaflets opened and remained open throughout forward flow and that all three leaflets close fully. There was no evidence of any leaflet unable to open fully.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that on the day of implant of this bioprosthetic valve, after the patient was taken off cardiopulmonary bypass (cpb), it was observed that one of the three leaflets did not move under blood flow. The patient was put back on cpb, and the device was successfully explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the investigation and analysis findings, no evidence of anomalies were found on the device. The valve was implanted and subsequently decontaminated; the blood remaining on the valve can cause leaflets to be stiffened and result in these slightly higher gradients noted in the product analysis results. The reported observation cannot be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.